Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled: "feasibility of a modified hybrid glubran-supported single-proglide technique for access closure during endovascular aneurysm repair." B3 - date of event is estimated as 1/1/2023, as the earliest date that the study started. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported via a literature article that the study was to investigate the feasibility of a hybrid glubran supported single-proglide technique for large bore femoral access closure during percutaneous access endovascular aneurysm repair (evar). The proglide plus glubran technique had a success rate of 100.0%. However, only one patient (1.6%) developed an access site infection and was managed conservatively with antibiotics. There were no valve academic research consortium-3 vascular complications, and no additional proglide insertions were required. The specific vessel puncture closure access site is unknown. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Details are listed in the article, titled "feasibility of a modified hybrid glubran-supported single-proglide technique for access closure during endovascular aneurysm repair."

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventative actions (CAPA) were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. The reported patient effect of infection is listed in the perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.